Event description:
It was reported that an overdose was suspected as the difference between the reservoir volume and the remaining fluid was more than 20 ml. Per reporter, the event occurred while in patient use, during infusion. No patient harmed reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. As a result of checking the event history log, it confirmed that no miss setting, or other errors related to delivery failures, were identified. Functional testing could not confirm the customer reported issue. The pump accuracy was within specification. However, flow rate accuracy was close to the upper limit of the specification. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation could not determine the cause of the reported issue. Preventatively, the expulsor was adjusted.